Event description:
A malfunction was reported on a customer's pump, specifically displaying malfunction code 12, but no notable events preceded this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer independently reset the pump using information provided by technical support, and the malfunction did not recur. The customer was advised to continue using the pump while being instructed to report if the issue reappears.